Manufacturer narrative:
The device was received by depuy synthes power tools. The device has been evaluated and the reported condition was not confirmed but it was determined that the device had a bent shaft. If additional info is received, a supplemental MDR will be sent. (B)(4).

Event description:
Report received from (B)(6) stating that the perforator driver with hudson end was "frozen". The device was not being used during surgery. The occurrence date is unk. It us unk if there was pt/user injury or medical intervention. There was no additional info provided.